Event description:
Patient experienced significant pain in her left hip. X-rays revealed evidence of aseptic loosening of both the acetabular and possibly femoral components of an implant she had originally had placed in 1985. She had a revision of the left total hip arthroplasty a few years after the original procedure due to aseptic necrosis. At that time the ball and stem were apparently replaced. The acetabular component was left in place. During the last two years, the patient was having increasing pain in the left hip. She had a pre-surgical work-up by her orthopedic surgeon which showed no evidence of infection. She underwent a revision with replacement of the acetabular component which was quite loose. The femoral component appeared stable and was left in place.